Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. Product ID: 3037, serial # (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. Product ID: 3889-33, lot# v172550, implanted: (B)(6) 2008. Product type: lead, product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4)

Event description:
It was reported the patient was unable to make adjustments both with and without the antenna attached. The patient was trying to get it going, but was not having much success. It was noted that it goes off sometimes and the patient forget. She wanted to check how it was doing but the patient cannot communicate with it. They could not communicate with their device both with and without the antenna connected. It was later reported that the patient was not able to make adjustment both with or without antenna attached with the new programmer. The patient reports no stimulation sensation. It was noted that the patient received new programmer but using old antenna. Patient was using replacement and not working with or without with the new remote. It was reviewed to have ins checked as the patient was going on 7 years with the ins (stimulator). She forgets about it and doesn¿t know last time she had stimulation. Maybe in the last year or two. The patient was going to keep replacement remote until she meets with her hcp (healthcare provider) and if battery was depleted internally. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.